Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the all channels of the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the (B)(6) guideline. The exact cause could not be determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two surveillance culturing conducted by the user facility, unspecified microbes were detected from the subject device. [First time]: - endoscope: unspecified microbes (3 cfu / endoscope). [Second time]: - endoscope: unspecified microbes (1 cfu / endoscope). The subject device had been reprocessed with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. Also, it was confirmed that this device was manufactured on december 12th, 2014. The exact cause of the reported phenomenon could not be conclusively determined.